Event description:
While using in bi-polar mode, sparks came out of the side of forceps tip causing burn to the right eye lid.

Manufacturer narrative:
The product has not been returned for eval. A message was left with customer on 11/10/06 and 11/27/06 but no response has been rec'd yet. If additional info is rec'd, and update will be forwarded to the FDA.